Manufacturer narrative:
- -

Event description:
Additional information was received. Approximately two months prior to the device replacement procedure where this lead was accidentally severed ((B)(6) 2013), review of the electrogram had revealed a slower than expected ventricular rate of 45 bpm rather than the 75 bpm programmed lower rate limit. This slower rate lasted approximately for four seconds duration. It was also suspected there was intermittent loss of ventricular capture. No interrogation of the device (insignia model 1296 sn (B)(4).) Was performed and nothing was done to the system at this time. Just prior to the replacement procedure, device and lead interrogation revealed they were functioning appropriately. Both the lead and device were removed, replaced and no return of product is intended.

Event description:
Boston scientific received information that during the implant procedure, shortly after the incision, visual inspection revealed this right ventricular lead had been severed. The patient was predominantly paced in her atrium and had normal av conduction. As the atrial lead was intact, connected to the pacemaker & still pacing, the rhythm remained the same (a pace, v sense) after this lead was severed and there were no adverse effects to the patient. The lead was removed and replaced. Further inspection revealed this lead had been severed at the proximal end approximately 1-2 inches from the pacemaker header. It was thought the lead had been cut with the scalpel, however, this could not be confirmed. No return is intended.

Manufacturer narrative:
According to available information, this lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.